Event description:
Customer reported back to back blood glucose readings (obtained 5 mins apart) on ot ultra meter were 128 mg/dl and 240 mg/dl, a difference of 54%. No symptoms were reported. Customer did not have control solution to perform qc. The meter was replaced. There was no allegation of harm.